Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem ("adjust belt" messaged, damaged therapy electrode) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an intermittent open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the intermittent open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt (B)(4) was causing excessive "adjust belt" messages and that it had a damaged therapy electrode.